Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Reporter states that he just received this unit and that the device is tilting backward at a 45 degree angle; casters are not sitting flat. Out of box failure.